Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5 olif (obli que lateral interbody fusion), l4/5 pps (percutaneous pedicle screw fixation), and simultaneous fixation for lumbar spinal canal stenosis. It was reported that during a  surgery, the cage became stuck during insertion and could not be removed with the standard removal instrument, resulting in damage to the inserter tip. The physician proceeded with additional insertion and impaction using a navigation inserter, successfully completing the procedure. A fragment from the damaged inserter was discovered and retrieved from the patient¿s body before closure. There was a delay of less than 60 minutes in the overall procedure time, but no patient symptoms, complications, or extended hospitalization occurred, and no health damage was reported.

Manufacturer narrative:
D4: lot number is unknown e1: initial reporter is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.